Event description:
The following information was provided by the initial reporter: it was reported that the remote connection port was broken. During physical inspection, it was found that there was a torn downstream occlusion seal. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: found delaminated dso (downstream occlusion) seal and contaminated dso sensor.

Manufacturer narrative:
B3. Date of event: year has been provided, but month and day are unknown. Investigation summary: the affected device was returned for evaluation. Found delaminated dso (downstream occlusion) seal and contaminated dso sensor. Replaced dso sensor, dso bezel, and dso seal. Performed dso/uso (upstream occlusion) calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated to 4.3. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.